Event description:
Follow up information received reported that the overdischarge (od) condition on the patient¿s implantable neurostimulator (ins) was due to patient compliance issues. The patient had an unrelated health episode which was described as ¿debilitating¿ and resulted in an extended rehabilitation stay during which the ins therapy was not used. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported there was a communication problem and the patient was in overdischarge for an extended period of time, about 1 year. It was noted the device was pulled out of overdischarge in the office, but the manufacturer representative (rep) did not clear the power on reset (por) at that time. The patient reportedly went home to charge the device up. It was reported the rep saw the por and end of service (eos) message. The patient reportedly only recalled 1 overdischarge situation. This was the first time the eos was seen. It was noted the implantable neurostimulator (ins) was not talking a charge, but the patient was able to charge even with eos. Additional information received reported the patient reached eos and was not seeking to have the device replaced.